Event description:
In 3rd back surgery pedicle screw internal spinal fixation device was implanted resulting in constant low back pain, numbness in both legs, swelling in both legs. Inability to lift, stoop, bend, walk sit or stand resulting in pain, loss of feeling in legs and feet, upper back pain along with swelling in thoracic and lumbar spine area and loss of function of bladder, bowels and sexual activity.